Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of failure to be a diode, designator cr30. The diode failure affected the defibrillation therapy delivery.

Event description:
It was reported that the device was beeping while turned on and illuminated a service light. Additionally, the device logged a fault code in the memory that indicated a possible failure of the device to defibrillate or to deliver an improper amount of energy. There was no pt use associated with the event.